Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error . Customer's blood glucose was unknown mg/dl. The customer stated that the device was buzzing at her give miss bolus error tried to clear alarm and keypad unresponsive. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.